Manufacturer narrative:
(B)(4). Investigation results: visual evaluation of the returned device revealed the working length kinked and the needle was slightly bent in the distal section. Functional analysis found the needle extends and retracts with no issue. The reported event stating the needle would not extend was not confirmed. It is most likely handling/manipulation of the device during procedure led to the kinks and bends in the device, therefore the most probable root cause for the complaint event is operational context a review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus was used in the station 7 lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle jammed got stuck and would not extend out of the sheath. The physician was able to get the needle out of the sheath through flushing. The procedure was completed with this the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; distal tip of the needle is slightly bent.